Event description:
It was reported the customer received a button error alarm during a bolus delivery. Customer also reported a failed battery test alarm occurred prior to the button error alarm. The customer's blood glucose was 8.6 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm, currents are within specification and no unexpected failed battery. The insulin pump has minor scratched lcd window and cracked case near the display window corners.